Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found in the production process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the clamping failure of the pinch clamp cannot be determined because the state of the extension tubing being clamped in the pinch clamp cannot be identified and the defective sample has not received for further testing. The plant will continue to track and trend the issue.

Event description:
(B)(6) 2026 blood continues to leak after removing the prn following closure with the clamp on a closed-system intravenous cannula replace the product and use a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.